Event description:
During verification testing at the service center, the device alarmed with a white screen error.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery on the user interface controller 2 (uic2) which caused corrupt random access memory (ram) data. This report represents all the information known by the reporter upon query by hospira personnel.